Event description:
It is alleged that the pt aspirated due to tube feeds going into the gastric port instead of the jejunal port. The jejunal and gastric ports are the same size, shape, and length and are attached in a "v" shape to a single white tube. The ports are both the same dark blue color. They are labeled with the same slightly raised, dark blue font which makes it very difficult to distinguish easily between the two ports.